Manufacturer narrative:
Findings: unit received with constant blank flashing on medtronic screen with audio beeps due to moisture damage on the electronic assembly. The motor had corroded motor home switch and the keypad trace flex fingers was corroded. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test or test for pump error 37 constant blank flashing on medtronic screen. Unit had severely scratched display window, scratched case, damage (scratched) display window cover, missing retainer, missing reservoir tube o-ring, cracked case at battery tube side, pillowing keypad overlay, cracked keypad overlay at the select button and scratched keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 436 mg/dl. Troubleshoot was not performed for high blood glucose reading. Customer also reported insulin pump drive count or time values are incorrect because they either going fast or slow. The issue did occurred during normal use however, the issue was not resolved. Insulin pump will be returning for analysis.